Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and under delivery of insulin. Customer stated that their blood glucose value was not going below 260-270mg/dl. Customer¿s blood glucose value at time of incident was 270mg/dl and current blood glucose value was 231 mg/dl. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. (B)(4).